Event description:
In 2004, the pt was seen by a company representative for device evaluation. Programming adjustments were made. However, a decrease in the pt's performance was noted. The pt continued to be monitored by center for facial palsy. The company was contacted by the pt's family. The pt reportedly was experiencing pain on implant side, vibration on the left side of their face and fever. The pt's electrode lead was reportedly visible through the permanent opening in the pt's mastoid cavity. The following day, the pt was treated with antibiotics (name not given) and reprogrammed. The pt continued to be following by center. In 2004, explant surgery was performed.